Manufacturer narrative:
Section d2b: product code corrected manufacturer's investigation conclusion: the report of a fit issue between the centrimag pump and motors was unable to be confirmed as no product was returned for evaluation. A specific cause for the reported event could not be conclusively determined. It was reported that the pump will not be returned for evaluation as it was discarded. Review of the device history record (DHR) for the centrimag blood pump, lot number 10659759/l08216-la7, revealed no relevant deviations from manufacturing or quality assurance specifications. The centrimag vad instructions for use (IFU) is currently available and provides the following warnings and cautions: IFU warning #5: integrity of the components in the perfusion system must be carefully and constantly monitored before and during use. IFU caution #9: ensure the centrimag vad is properly locked into the motor per the directions for use supplied with the motor. IFU caution #14: always have a spare centrimag vad, centrimag back-up console and spare equipment readily available for change. The sections titled ¿blood pump setup and operation (for vas use)¿ and ¿blood pump setup and operation (for ECMO use) instruct to inspect the complete system; do not use a malfunctioning or damaged system. These sections also provide instructions for how to mount the blood pump on the motor. The following instructions are provided: to mount the centrimag vad on the centrimag motor, remove the blood pump from the inner tray and insert the blood pump into the motor receptacle. Place the bottom of the blood pump into the motor receptacle with the outlet port positioned in the large groove. Match the grooves on the periphery of the blood pump with the fittings on the motor receptacle. Rotate counterclockwise until the blood pump locks securely into place. Thread the retaining screw clockwise to secure in place. The centrimag vad must be fully seated into the receptacle to function properly. Note: if the centrimag vad is not properly seated an alarm ¿pump not inserted¿ will be displayed on the centrimag console display. The section titled ¿emergency backup equipment¿ states that a back-up sterile centrimag vad must be available. The current revisions of the instructions for use (IFU), including document pl-0266 can also be found on the electronic IFU (eifu) page of the abbott web. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag pump head was hard to insert. The issue was found during set up. The pump head was tried to be inserted many times on two motors until it fit into place, scratching the housing of the pump. After trying many times, the issue was resolved, and the pump was still used. There were no alarms associated with the event and log files were not available.